Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right upper lobectomy, staples were not formed properly at the first firing. The firing force was much higher than expected. The range was about 1.9 mm at the firing. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.